Event description:
Reportable based on analysis completed on 23-feb-2015. It was reported that advancing difficulties were encountered. The target lesion was located in the iliac artery. A 10.0x60x135 cm express¿ ld vascular stent was advanced to treat the lesion but unusual restriction was felt. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed shaft break and stent damage.

Manufacturer narrative:
(B)(4). The device was returned or analysis. An examination of the returned device identified that the shaft was dissected at 135cm proximal to the tip. An examination of the balloon and crimped stent found that the balloon was partially inflated. As a result the partial inflation that was evident with the balloon, the stent was flared/partially deployed at its proximal and distal ends. An examination of the proximal edge of the stent found that the stent struts were damaged and misaligned. The distal ends of the stent were flared outwardly. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).